Event description:
Peripheral IV catheter with excellent blood return. Needle caught in catheter while attempting to withdraw needle. Access not obtained. Required additional catheter and access gained.